Event description:
There was an allegation of questionable anti-hcv g2 elecsys results from the cobas e 801 analytical unit for one donor. The donor was considered positive using anti-hcv-architect abbott and a confirmatory test hcv innolia score fujirebio in 2024. The customer switched from the abbott method to the roche method in (B)(6) 2025, and retrospective retesting was performed for verification of the new roche systems in his laboratory. The abbott architect results were 1.37 s/co (reactive) and 1.29 s/co (reactive). The roche results were 0.522 coi (non-reactive), 0.0551 coi (non-reactive), and 0.0388 coi (non-reactive). The donor was now reproducibly anti-hcv ii-negative. The nat (pcr) was negative for this sample.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Manufacturer narrative:
Sample material from the patient was received and tested. The customer's results were confirmed. The elecsys ahcv ii result was 0.052 coi (non-reactive). The innolia hcv score was negative. The mikrogen recomline hcv igg result was borderline. The investigation was unable to determine a specific root cause. No product problem was found, and the elecsys ahcv ii assay performed within specification.